Event description:
Customer alleged that the pump was running, but the feeding was not being pushed through the pump. It stated that the feeding was completed when there was still formula in the bag. Rate provided is 65 ml/hr. There is no dosage provided.

Manufacturer narrative:
Pump was primed and ran 75 ml/hr, dosage was infinity, using water to simulate conditions of incident with user. Pump correctly delivered the fluid. Volumetric accuracy test performed and passed within specification (+/- 5 percent). All alarms have been checked and worked properly. Complaint could not be confirmed.